Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "femoral component incarceration at the distal slot" written by brian t. Palumbo, md, paul k. Edwards, md, naga udaya kiran thatimatla, md, and thomas l. Bernasek, md published by the journal of arthroplasty vol. 26 no. 8 2011 was reviewed. The article purpose was to reports on 2 cases with depuy products of 'incarceration' of femoral components. Each case is captured individually in linked complaints. This complaint captures case 1 a (B)(6) year old man that experienced a periprosthetic infection of srom stem 10 years post op and a 2 staged revision was planned. Intraoperatively the stem was not able to be retrieved via the sleeve and a trochanteric osteotomy was performed below level of stem which revealed compression of the distal clothespin around an osseous bar preventing extraction. The anterior tine of the stem and osseous bar were removed using a high-speed metal cutting burr. The stem was easily removed and the osteotomy was repaired with multiple cerclage cables. An intraoperative femoral shaft fracture was treated with long-statically locked intramedullary nail placed in anterograde fashion. Reimplantation of an srom stem was re-implanted 5 months later and no further complications.